Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on-site and confirmed the image disk problem. The analysis of system log files revealed that during system start-up, the image processing pc (ip-pc) did not start up. The system detected this error and through its recovery action started up the ip-pc and successfully completed the system restart. Troubleshooting conducted by fse did not identify any issue with the ip-pc and the hard drives. However, the fse found defective images in the database and removed them from the system. After this repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via the device's recovery action (restart) which would allow for procedural continuation if required. It was also identified that the issue occurred outside of clinical use. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. The investigation has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur, and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the clinical usage of the device at the time of the event was unknown, but it was confirmed that there was no patient or user harm. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system logs identified a malfunctioning image processing pc (ippc) component. Troubleshooting identified defective images on the system database which were subsequently deleted. After the defective images were deleted, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was alarming for a cv allura: error_fluostr-imageds issue, indicating an image disk problem. There was no reported patient or user harm. Philips has started an investigation of this complaint.